Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a breast biopsy procedure, starting the procedure: after the first cutter retraction, a piece of plastic came out. This piece will be sent as well for investigation. Another device was used to complete the procedure. There were no adverse consequences for the patient.